Event description:
Rep reports that patient sustained an infection. The hospital lab report indicated that the culture tested positive for one colony gram positive for bacilli and that there was moderate rbc's. Moderate unidentifiable debris and that there were no organisms that could be seen.